Event description:
Technical services received a call on 10/31/11. Caller stated noise noted on this rv lead. Noted muliple occurrences of what appears to be em I/noise on lead. Lead tested out fine in both bipolar and unipolar. No additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).